Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Certain® bellatek® encode® healing abutment 4.1mm(d) x 5mm(p) x 4mm(h) (ieha454) was returned for investigation. Visual inspection of the as returned product identified slight foreign material; however, no damage to the healing abutment/hex and the screw. Functional testing was performed for the returned products with a stock implant. The healing abutment assembles and disassembles correctly and fully seats to the stock mating implant with no issues. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1214156) for similar cause and no other complaint was identified. May post market trending was reviewed and there were no negative trends or corrective actions for the reported event (does not seat) and device (ieha454). Therefore, based on the available information, device malfunction did not occur and the reported event is unconfirmed. There is no allegation of malfunction against the implant (another healing abutment was successfully placed). A definitive cause could not be identified. The following sections have been updated: d4: unique identifier (UDI) number: (B)(4).

Manufacturer narrative:
(B)(4). Initial reporter fax number: not provided.

Event description:
It was reported that healing abutment (ieha454) could not seat completely in the implant. A different healing abutment was used to complete the procedure. Tooth location 19.